Event description:
It was reported that a patient with a sling device underwent a surgical procedure in which a new artificial urinary sphincter (aus) was implanted due to unspecified reasons. No information was provided about the patient's outcome.